Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
It was reported that, on an unspecified date, a chemolock¿ bag spike was found to cause particulate in the fluid path during compounding. It was reported that the bags were creating particulate when punctured with the closed system transfer device (cstd) bag spike. It was noted that they used 9 x 1000 ml fresenius kabi 0.9% sodium chloride injection, non-dehp bags. There was no patient harm reported.